Manufacturer narrative:
Eval results: the returned product was visually inspected. Microscopic inspection of the returned leads revealed a broken wire in the paddle of lead "a" between the 4th and 5th electrodes. This was the only anomaly observed on the leads. Conductivity testing of the returned leads revealed an electrical open on channel 5, all other channels were within specification. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had been implanted with two same model system lead (both from the same lot). It has been reported the pt had suddenly stopped feeling stimulation in her desired pain pattern which is her lower extremities and felt stimulation in her chest. X-rays indicated the lead had migrated. The physician decided to explant and replace it with a different model lead. No further pt complications were reported and all the issues have been resolved.